Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the m cabinet system cannot be turned on. Upon a troubleshooting action fse found the board ny9 in the m-cabinet broke with a loud bang. A fuse in the sub-distribution was also defective. Furthermore, the power tray was also in the m cabinet without function, here a 24-volt power supply was also defective. Fse replaced the pdu fan tray and dcps, pdu overvoltage protection board. After replacement of these defective parts fse observed the issues with application software which is in the m-cabinet in the suite-pc. Fse reinstalled the application software to resolve the issue. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the m cabinet system cannot be turned on and there was total failure. The system was not in clinical use at the time of the event. No harm has been reported to philips.